Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the programming changes made in 2013 did not resolve the reported crosstalk. During a routine stress test in (B)(6) 2014, intermittent loss of capture was noted on ECG. The device exhibited crosstalk again, resulting in pacing inhibition. Patient was asymptomatic. Further programming changes were recommended and will be made at the patients next scheduled follow-up.

Event description:
It was reported that during routine follow up, intermittent crosstalk was observed on the egm. Patient was asymptomatic. Programming changes were recommended. Device will be monitored and remains implanted.